Manufacturer narrative:
The product is in transit from (B)(6) and has not yet arrived at the MFR for eval.

Event description:
During a minimally invasive surgical procedure, the dekompressor stopped working. There was an additional one hour extension to the case while backup equipment was obtained.